Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement, a bubble was allegedly formed on the part of the catheter that is outside the body. It was further reported that the issue was fixed with the repair kit. There was no reported patient injury.

Event description:
It was reported that sometimes post a chronic catheter placement, a bubble was allegedly formed on the part of the catheter that is outside the body. It was further reported that the issue was allegedly fixed with the repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were provided for review. All the three photos show a bubble formed on the part of the catheter which was found outside the patient body was noted. Therefore, the investigation is confirmed for the reported material protrusion/extrusion and stretched and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device, method). H11: e1 (initial reporter phone #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.